Manufacturer narrative:
E1 : establishment name: (B)(6). Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Country: united states of america. Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced insulin flow blocked on (B)(6) 2026 which leads to high blood glucose levels upto 470 mg/dl with symptoms of tiredness, headache and pain. The patient was hospitalized due to high blood glucose and was treated with intravenous drip. The patient was hospitalized for more than 24 hours.